Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 519 mg/dl at the time of the call. The customer stated that they have experiencing high level of stress due to their brother passing away from cancer. The customer mentioned that they have been having issues with the no delivery in the past. The customer stated that they will be getting off the phone to admit themselves in the emergency room. The customer sent the insulin pump back for analysis.